Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, the patient underwent surgical intervention where the ipg was explanted and replaced. The ipg was also relocated.

Event description:
Follow-up information revealed the issue resolved following the procedure.